Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the cable unit coating external surface showed several cuts and there was rust generated on the coupler metal parts. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer report of "not recognized by the processors" was due to the cable break. It was determined the malfunctions identified during the device evaluation were due to component failure. However, a definitive root cause could not be determined a device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU):** ¿en-ch-s400-xz-eb_rm_ra6335_4.0¿ it is stated ¿should any irregularity be observed, use a replacement accessory instead. Using a defective accessory may cause equipment malfunction, reduce the efficacy of reprocessing, present a risk to patients and/or operators, or damage the camera head and/or accessories.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported at the beginning of an emergency extra uterine pregnancy procedure prior to incision, the subject camera head device was not recognized by the processors. The procedure was completed using another column with a ten (10) minute surgical delay while the patient was under general anesthesia. There was no harm or injury reported.

Event description:
It was reported at the beginning of an emergency extra uterine pregnancy procedure prior to incision, the subject camera head device was not recognized by the processors. The procedure was completed using another column with a ten (10) minute surgical delay while the patient was under general anesthesia. There was no harm or injury reported.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.